Event description:
It was reported that a motor error occurred with a smiths medical medfusion® 3500 syringe pump. There was no reported patient involvement.

Manufacturer narrative:
Smiths medical received one medfusion® 3500 syringe pump for analysis in poor condition. Upon initial inspection the top left corner of the case was chipped and the bottom case had contamination. The device history record was reviewed and showed that this device did not have history pertaining to the complaint of the motor rate error. Flow and occlusion tests were performed with inability to verify complaint. Based on the evidence the complaint could not be duplicated and the root cause could not be duplicated.